Manufacturer narrative:
The primary investigator reported that the event was unrelated to the hvad device. Clinical factors that may have contributed to the reported event include the patient's recurrent infections, the progressive nature of her cardiac disease and its' related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis and driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient was admitted with a wound complication and bacterial sepsis. The patient was treated with intravenous (IV) antibiotics. The patient was discharged on (B)(6) 2016. The primary investigator reported that the event was unrelated to the hvad device.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination was unremarkable. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The primary investigator reported that the event was unrelated to the hvad device. Clinical factors that may have contributed to the reported event include the patient's recurrent infections, the progressive nature of her cardiac disease and its' related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient was explanted on (B)(6) 2016. There was no evidence of pump thrombosis. Explant date (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.